Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the syringe fails to aspirate." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that "the syringe fails to aspirate." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one arrow raulerson syringe (ars) in the opened kit, along with an introducer needle, dilator, transduction probe, guide wire, and 3-lumen 7 fr x 30 cm in the kit. No signs of use were observed on the returned components, including the ars. Initial visual analysis of the ars revealed no obvious defects or anomalies. After failing functional testing, a hole was observed in the valves when viewing the ars valve through the handle. The returned ars was functionally tested with and without the introducer needle to verify aspiration performance. During testing, the syringe failed to aspirate, and bubbling was observed during aspiration, indicating air ingress. Fluid leakage was also noted from the valves during fluid withdrawal. The module requirement document for raulerson syringes (amrq-000113 rev03) was reviewed to determine requirements for air/water leakage. The document notes a deviation from iso 7886-1: "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringe in order to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released and did not snap back into a position = 1cc from the starting position. Therefore, the internal valves of the ars were not functioning as intended. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate. The customer report of an ars leak was confirmed through investigation of the returned sample. During testing, the syringe failed to aspirate, bubbling was observed during aspiration, indicating air ingress. After failing functional testing, a hole was observed in the valves when viewing the ars valve through the handle. Therefore, based on the customer report and the sample received, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.